Event description:
It was reported that the device could not fire when dividing the vessel. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.